Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical services conducted troubleshooting with the customer, an alternate tube and education was provided to customer to help achieve expected results.

Event description:
It was reported that after use the tubes are breaking when frozen with an unspecified bd acd tubes. The following information was provided by the initial reporter: customer doesn't know product number besides it being a "yellow top". They are freezing tube at -20 freezer and tubes are shattering.